Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 230 mg/dl and a correction bolus was used to address the bg level. The customer thought the cause of the high bg was due to too many snacks were consumed before bed. The next morning the customer's bg level was 44 mg/dl and candy was consumed to address the low bg level. The customer thought that the correction bolus delivered the night before was the cause of the low bg. The customer thought the correction factor on the pump needed to be changed and was to discuss this with a healthcare provider.